Event description:
A technician reports obl centrally in the right eye of one patient following flap creation. When the surgeon attempted to lift the flap, adherence was noted centrally. The flap was not lifted, was repositioned and scheduled for a follow-up visit. Additional information has been requested.

Manufacturer narrative:
During the onsite investigation, the territory manager verified system settings, calibrations, energy calibrations and system operation. The system was found to be operating within specifications. A root cause has not been identified. (B)(4).